Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandfather reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they treated with pump. The customer's most current level was 285mg/dl. The grandfather was advised to have customer's parent call in due to caller not being hippa authorized. No further assistance was provided at this time.